Event description:
A malfunction was reported on the pump after the caller accidentally fell into a pool, causing the pump to get wet, though it was submerged for less than 30 seconds. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a pump replacement and instructed the caller on backup methods and storage procedures. The caller was also informed on returning the malfunctioning pump and acknowledged the instructions given.